Event description:
Report received of an overdelivery. The pump was programmed in the tpn mode to deliver 1780 mls over 12 hours, with an unspecified taper up and an unspecified taper down. Reportedly, 10 hours and 57 minutes later, prior to the taper down, the infusion was complete. There were no reported adverse pt effects. Though requested, no additional info was provided.